Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. It was also noted that the ipg was not working as intended. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted device was not returned.

Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. It was also noted that the ipg was not working as intended. The patient underwent an ipg replacement procedure.